Event description:
It was reported that the wake button was intermittently unresponsive and "sticking." Additionally, it was reported that the pump touchscreen was intermittently unresponsive, and the display had "discolored area on screen." Customer declined additional follow up from tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.